Event description:
In march 2003, the patient was unable to hear while using the sound processor. In march 2003, the patient was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. In 2003, the patient was seen again at the center. Testing performed confirmed that the device was no longer functioning. Explant surgery to be scheduled.